Event description:
It was reported that during a right video assisted thoracoscopic surgery, lobectomy procedure, the stapler cut but didn't deploy any staples. The reload moved out the end of the stapler. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Incomplete or interrupted cycle. Additional information was requested and the following was obtained: were the staples seen in the surgical field? No if yes, what was there appearance? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? O. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What is the current status of the patient? Fine. The analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. When reloading, examine the new reload for the presence of a staple retaining cap. If the retaining cap is not in place, discard the reload. Insert the new reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test reload was loaded into the device without any difficulties noted and it snapped into position. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.